Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's up and down arrow buttons were unresponsive. Customer also reported that the reservoir compartment came off and the gasket came out. Blood glucose level at the time of the incident was 250 mg/dl. The customer declined to have the device replaced and did not return the product for analysis.